Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one photo sample noted one opened (without original packaging), used dignishield. Visual inspection of the sample noted that the irrigation arm port was disconnected from the catheter and still attached to the syringe the labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the stoma therapist that the dignishield irrigation connector was broken and came loose, photo sample provided. Per follow up information received via rcc on 20oct2025, stated that there been no damage to patient's health.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the stoma therapist that the dignishield irrigation connector was broken and came loose, photo sample provided.